Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer tried contact customer to obtain full information for new product replacement, initial call was brief since customer did not feel well; unable to make contact.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 120 to 150 mg/dl). The customer reported symptoms of dizziness and vomiting. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results and reported symptoms. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.